Manufacturer narrative:
The provided medical records confirmed the event. The root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient was seen at the ER and a closed reduction was done. Right hip.

Event description:
Patient was seen at the ER and a closed reduction was done. Right hip.

Manufacturer narrative:
The device is not available for evaluation as it is still implanted. Additional information has been requested and if provided, will be submitted in a supplemental report.